Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post the patient¿s generator changeout procedure a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. Cultures were taken and antibiotic treatment was necessary for the patient. A new ICD system was implanted approximately a week later. No further patient complications have been reported as a result of this event.